Event description:
Following a treatment on the face, a patient had an infection that required antibiotics.

Manufacturer narrative:
Cynosure technician inspected the unit and found that the laser was working to specification. Cynosure clinical evaluation determined that the patient as treated with correct parameters. Following the treatment the patient had a small blister, which is a normal side effect of the treatment. The blister became infected which required antibiotics to prevent further injury. At the time of this report it can not be determined if there will be a scar but most likely the patient will have a small scar as a result of the infection.